Event description:
It was reported that the customer had low bgs that required a trip to the emergency. The contact stated the low bgs were due to over treated high bgs. Advised to contact the help line for further assistance if needed.